Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for fecal incontinence and ga strointestinal/pelvic floor. The patient reported a loss of symptom control. The patient was able to sync with their programmer on the call and it showed stimulation was off. The patient said they weren't surprised the ins was off because the last time they used the programmer, 3-4 weeks prior, the stimulation was cranked up so high they almost damn near electrocuted themselves, so they had turned off the ins and left it that way. The patient said it also made sense that they were having a loss symptom control because they hadn't been getting much warning to tell they had to go to the bathroom, so they had been running to the bathroom. They patient was on program 1 at 2.4v originally when the ins was off. They then decreased stimulation before turning it on and once on, the patient turned stimulation to 1.0v and reported they felt stimulation, tingling, electrical sensation at the implant site, as the patient increased further, they started feeling stimulation more in their rectum/bike seat. The patient reported no falls or trauma. The noted that during implant they had a hard time finding a spot along their nerve to stimulate because they had almost half of their large intestine surgically removed (confirmed prior to implant). During the call the patient said they had only been on program 1 and asked if a different program would work better for them. The patient changed to program 2 and felt uncomfortable stimulation at the implant site, so they changed to program 3 where they felt stimulation in the groin/bike seat area comfortably. Patient left it on program 3 at 0.9v. Caller was redirected to their healthcare provider if symptoms didn't improve and to inform them that they were feeling stimulation at the implant site. No further complications were reported or anticipated.